Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the switch on the unit operated on an intermittent basis which impacted the ability to toggle between run and standby mode.